Manufacturer narrative:
(B)(4). The customer declined philips evaluation/repair. The hospital biomed evaluated the device. The device passed all testing. The customer stated the symptom may have been the result of a use error where the pads were not securely fitted into the therapy cable. The device passed all testing and remains in service. The customer reported a failure to discharge, but the symptom could not be reproduced. We are unable to determine the cause.

Event description:
The customer reported a failure to discharge. There was no report of negative patient impact.